Event description:
It was reported that the pt had been experiencing some recent breakthrough seizures and a recent attempt to interrogate the generator revealed that it was at end of service. The clinic notes indicated that the pt had been experiencing an increase in seizure activity since (B)(6) 2010, however, vns systems diagnostics showed normal device function at that time. A battery life calculation estimates that the generator is at, near, or past end of service. Surgery to replace the pt's generator has occurred. Attempts for further information and for return of the explanted generator are in progress.

Event description:
Additional information has been received indicating that the explanted generator was discarded. Follow-up with the neurologist's office found that the increased seizures are believed to be related to generator end of service. No medication changes, programming changes, or other external factors are believed to have caused or contributed to the increased seizures. System diagnostics taken with the new generator on the day of replacement were normal with lead impedance 2129ohms.